Event description:
It was reported that the outer shell of one of the four bearings of the xt bridge broke during a procedure, launching half of the outer shell across the room, first hitting the xray table and then the wall. This is the inferior ball bearing located at the opposite table side. There was no injury reported.

Manufacturer narrative:
The xt bridge serial number is (B) (4). The xt bridge was manufactured 12/2005. A ge healthcare field service engineer (fe) inspected the device. No abnormalities were found with the functionality of the xt bridge. The wear strips were not damaged, and there was no obstruction of the xt bridge motion. The bridge was able to move easily through its range of travel. The cause of this bearing failure was determined to be the outer shell of the ball bearing. The fe replaced the faulty bearings on (B) (4) 2009 and as a preventive action, the three other bearings were also replaced.